Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the adapter, with its reload indicator turned off, was unable to recognize the reload. The adaptor was changed the stapler was then unable to fire and the surgeon was unable to squeeze the handle nor press the green button. There was no patient injury.